Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Upon examination, the patient was found to be manipulating the area. Physician brought the patient into the or, removed the ipg, and closed the incision.